Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a non-tortuous and mildly calcified lesion, located in the proximal left anterior descending artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that resistance was felt when proceeding through the "touhy". The device reached the lesion and it was noted that there was no stent on the balloon. The balloon was not inflated. The stent was then found in the touhy. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis: the dislodged stent returned for analysis. Deformation was evident to the dislodged stent with the stent struts raised and stretched. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.